Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation the device was visually inspected and found evidence of "sound absorbing foam are deteriorated" which was documented in the evaluation. The device's inlet foam was replaced to address the issue. Additionally, not related to the recall, the device's main board w/ lcd, right side panel, and valve assembly have been replaced to address damage that was discovered during the evaluation of the device.